Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the surgeon was able to squeeze the handle when the loading issue occurred. Another clip applier was used to resolve the issue. There was no patient involvement.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was received with the full complement of sixteen clips. The clip counter was not active. The instrument was inspected and no damage or abnormalities were detected. Functional testing noted that the instrument was applied to test media and all clips were fired. The clips loaded into the jaws, formed properly, and remained securely attached to test media. The jaws opened and closed without difficulty. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. The instrument handle was disassembled for visualization of internal components, revealing a proper handle assembly. The clip counter reactivated during disassembly. Counter arm properly seated within handle. The counter battery was connected to a multimeter, and determined the voltage to be 2.913v. The counter activation limit was noted to be 2.0v, thus the battery was determined to be charged. The counter was manually indexed from 16 to 00 without issues. It was reported that a loading issue occurred. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: nonfunctional counter. The most likely cause for the additional condition was traced to a supplier manufacturing issu e. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.